Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 implantable pacing lead: (B)(6) 2006. 694758 implantable tachy lead: (B)(6) 2003. (B)(4). The device cannot be analyzed at this time due to pending litigation.

Event description:
It was reported that the patient presented to the emergency room with heart rate of 45 bpm, with pacing spikes noted in both chambers. There was oversensing on the rv (right ventricular) lead and high lv (left ventricular) threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.